Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with c.078 occlusion - downstream - false alarm was discovered and confirmed in the pump's event history by a baxter service technician. However, the root cause of this condition was not discovered. There have been no actions taken to correct this problem. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A device history review was performed with no exceptions found during manufacturing. A service history review revealed that this device was previously serviced thrice for the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "did not pass calibration procedure for minimum down stream occlusion pressure on channel a". This condition had the potential to interrupt delivery. This condition was found in the biomed service department. This event occurred during power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.